Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). (Rep): medtronic received information regarding a navigation system being used outside of procedure. It was reported that while going through a practice run for a navigation system and imaging system case, the navigation system would not see the side imaging system trackers. Both the left and right side trackers were tried. The image acquisition system (ias) was rebooted with no resolve. The navigation system was rebooted with no resolve. The camera distance of the navigation system's camera was manipulated and had no luck. The navigation system was tracking passive instruments with no problem. Another navigation system was brought to the room and was able to see the imaging system's trackers. There was no patient present, as they were doing a demo run. It was later reported that the gpio board was replaced on the imaging system that was working along side the navigation system. The navigation system then saw the imaging system's trackers.